Event description:
The customer contacted stryker to report that their device had a faulty display. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Upon evaluation of the customer's device, stryker observed that the device had logged an event code in the device's memory. The white screen, related to this event code is indicative of a device lock up condition. The a05 user interface (ui) pcb assembly, a01 system pcb assembly and w18 ui flex cable have been replaced to resolve the reported issue and service code. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced a05 ui pcb, a01 system pcb and w18 ui flex cable were returned to stryker product analysis center (pac) for further investigation. During evaluation at pac, the reported and observed issues were verified and duplicated. The root cause of the reported issue is determined to be corrupt memory on ic u2, part of a05 ui pcb.

Event description:
The customer contacted stryker to report that their device had a faulty display. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.